Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: before use, when patient (B)(6) was using a ventilator for assisted ventilation on (B)(6), the ventilator alarm device malfunctioned and the equipment department was contacted for repair to replace the ventilator mainboard no patient involvement. No further information received.